Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by manufacturer: a synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts from mid-section to proximal end stretched proximally. The undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 13may2019. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in moderately tortuous and severely calcified mid left circumflex artery. During a percutaneous coronary intervention, a synergy ous mr 2.50 x 16 stent balloon was advanced but failed to cross the lesion. The procedure was unable to be completed. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.